Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300 mg/dl range) and was currently 238 mg/dl. To address the high bg, the customer did not eat carbohydrates. The customer did not know what was causing the high bg. A pump system check was performed and no device issues were found. The customer was to be meeting with a healthcare provider to discuss the pump settings and other factors that may be contributing to the high bg.